Manufacturer narrative:
Additional information provided in g.1., g.2., h.3., h.6., and h.10. The lot complaint history was reviewed, this is the fifth complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. All lots are verified that all required tests have been performed and all acceptance criteria are met prior to release. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The returned product was visually inspected and no obvious defects were found. The auto-infusion valve in the device did not exhibit leaks when functionally tested. The device was functionally tested on a console and failed to prime, generating system message code. The cassette introduces air through the low pressure air source (lpas) port in the infusion manifold constantly without the fluid air exchange (f/ax) control on. Cross-talk was found between the lpas and the pressurization source which likely resulted in the would not prime event. No leakage was observed during evaluation. The customer's complaint appears to have been caused by a leak at an internal weld between the pressure source and low pressure air source lines inside the cassette. This occurs as a result of an insufficient weld during the manufacturing process. In process controls are established to ensure each cassette is leak and flow tested to prevent reoccurrence of this issue. Action will not be taken for this occurrence. After investigation of this complaint and analysis of complaints of this nature confirm no unfavorable trend for this event. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cassette leaked and did not pass calibration test. The product was replaced and procedure completed. No patient contact.